Event description:
It was reported that bipolar ventricular impedance increased from 400 ohms to greater than 1300 ohms in the last three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.